Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). No pt involvement, found during maintenance. [Name removed] was checking the unit as it has been in the shop and after powering up found it was vent inop. He checked the error log and found bad cal exhalation valve. He is going to check the transducers calibrations and then characterize the exhalation valve.

Manufacturer narrative:
(B)(4). The user facility evaluated the device and determined the failure was caused by a malfunctioning as delivery engine (gde). The user facility was shipped a replacement gas delivery engine to repair the device and return it to service. Carefusion issued a return good s authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine for evaluation. As of 02/10/2015, the alleged faulty as delivery engine has not been received. Should the alleged faulty gas delivery engine be received and evaluated, a follow-up medwatch report will be submitted.